Event description:
This complaint is now reportable based on the analysis completed in 2006. It was reported that during a drug eluting stenting treatment procedure, the physician was unable to cross the lesion in the right coronary artery (rca) using a taxus express2 2.75x24mm stent. Examination of the device found that there was damage to the stent struts. No patient injuries or complications were reported.